Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: an epic self-expanding stent system was returned and the outer sheath, tip, inner sheath and the remainder of the device were checked for damage. The pull rack shaft was fractured at the handle. The catheter shaft was kinked in 2 places, 1 was approximately 15cm from the strain relief and then 2nd was approximately 35cm from the strain relief. The stent was partially deployed approximately 1.6cm from the marker band. The stent was taken out of the device to check the customer¿s complaint of not being able to travel through a 6fr guide sheath. The device was inserted into a test 6fr guiding sheath and the device transcended through the sheath with no hesitations or restrictions. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
Reportable on analysis completed on 23june2017 it was reported that advancement difficulties were encountered. The target lesion was located in the iliac artery. A 7x40x120mm epic stent was advanced through a 6f non bsc guide catheter and resistance was met during advancement. The physician removed the epic stent and the procedure was completed with another same device. No patient complications were reported and the patients' condition was stable. However, analysis revealed partial stent deployment.